Manufacturer narrative:
Remote support from the customer care solution center was received, during which a quote was provided for diagnostic service. Attempts were made to request additional information which was not disclosed. Available details indicate that the customer used another defibrillator to avoid any patient harm. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available there is insufficient information to confirm the reported problem. The rse provided a quote for diagnostic service, however, we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : remote support from the customer care solution center was received, during which a quote was provided for diagnostic service.

Manufacturer narrative:
Reporter phone and reporting institution phone: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that pacing on the dfm100 did not start after taking over from another defibrillator. The user switched back to ambulance defibrillator and started the pacing again to continue treating the patient. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.